Event description:
Ics chartr 200 (vng) white smoke coming out of main chartr. Customer advised they tried to power on the chartr but it wasn't powering on, they first smelt a burning smell then white smoke appeared from the chartr. There were no patients when this occurred.

Manufacturer narrative:
Follow up report 001 (ref natus complaint #(B)(4).) Awaiting return of all components of the device for evaluation, ref part 8-35-24201 lot / serial (B)(6) . No components returned todate. There are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure ) and any complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review doc- 054330. No trend for this device identified 1068 risk analysis doc 7-38-00101 rev 07 was reviewed: possible energy hazards and contribution factors: 1.electricity the type 1068 system hardware contains hazardous voltages that might cause electric shock and fire. Risk estimation: likelihood: occasional, severity: critical risk reduction: the type 1068 system is designed to comply with requirements in en 60601-1 and en 60601-2-40 for mains connected equipment without protective earth. Conclusion: the risk is acceptable when type 1068 system complies with above-mentioned standards. 2.heat from the type 1068 system hardware might cause fire and burns. Risk estimation: likelihood: occasional, severity: critical risk reduction: the type 1068 system hardware is designed to comply with en 60601-1 conclusion: the risk is acceptable when type 1068 system complies with en 60601-1.s this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Ics chartr 200 (vng) white smoke coming out of main chartr. Customer advised they tried to power on the chartr but it wasn't powering on, they first smelt a burning smell then white smoke appeared from the chartr. There were no patients when this occurred.

Manufacturer narrative:
Follow up report 003 (ref natus complaint #(B)(4)). Device and all components of the device were received for evaluation (part 8-35-24201 lot / serial (B)(6). Faillure confirmed: yes, investigation result code: taastrup/mainboard. Closure rationale: complaint verified, being tracked as a trend.

Manufacturer narrative:
Follow up report 001 (ref natus complaint #(B)(4)). Device and all components of the device were received for evaluation (part 8-35-24201 lot / serial (B)(6) ). Repair notes: mainboard defect(c415 burned) . Chartr vng/ eng replaced with new ato(sn:(B)(6) ). Defect lightbar replaced with new( w235520-015). Damaged power supply and power cord aus added function and final test performed. Cover top and bottom, cover plate (sn), cover side, face cushion and ir filter (big and small) damaged and replaced with new. Coax signal cables corroded and replaced with new. Camera and light adjusted, and final test performed. Final review and approval of investigation details to be carried out before closure of this complaint.

Event description:
Ics chartr 200 (vng) white smoke coming out of main chartr. Customer advised they tried to power on the chartr but it wasn't powering on, they first smelt a burning smell then white smoke appeared from the chartr. There were no patients when this occurred.

Manufacturer narrative:
Initial report (ref natus complaint #(B)(4)) ics chartr 200 (vng) white smoke coming out of main chartr, customer advised they tried to power on the chartr but it wasn't powering on, they first smelt a burning smell then white smoke appeared from the chartr, there were no patients when this occured. All components of the device will be returned for evaluation, ref part 8-35-24201 lot / serial (B)(4). No patient involvement. No injury or death.

Event description:
Ics chartr 200 (vng) white smoke coming out of main chartr. Customer advised they tried to power on the chartr but it wasn't powering on, they first smelt a burning smell then white smoke appeared from the chartr. There were no patients when this occurred.